Event description:
It was reported that the insulin pump failed to alarm no delivery. Customer also reported a twice-bent cannula. Customer's blood glucose reading was 500 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads. Unit received with minor scratched display window.